Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in australia who was receiving morphine 10 mg/ml at a dose of 3.5 mg/day via an implantable pump. The concomitant medications and medical history were not obtainable. It was reported that during normal use, the specific date was not obtainable, but premature end of service (eos) was reported. The patient did go into withdrawal, "date of depletion and withdrawal". It was unknown if there were any environmental, external or patient factors that contributed to the event. The pump was explanted and replaced on (B)(6) 2016. At the time of the report the patient's status was reported as alive-no injury and the issue was resolved.

Manufacturer narrative:
Hybrid function was tested and no anomalies found with the hybrid. Battery resistance testing was performed and a high resistance battery was found during testing. The premature eri and eos as reported are a factor of a high resistance battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.